Event description:
The dr had difficulty passing the up the aorta. The iab leaked & the lab was removed. Another iab was not inserted. On 4/10/95, it was reported that the pt's leg got blue & mottled. On 5/3/95 when the iab was returned for evaluation, there were no further complications reported from the event. The microscoic appearance of the penetration & of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion & the ultimate penetration of the intra-aortic balloon is not entirely uncommon & has bee reported in the literature on various occasions. Unfortunately, all intra-aortic balloons are the possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, & on the size & shape of the aorta, as well as the balloon's position in relation to that plaque.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.